Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the high impedance wasn't determined and there were no factors that led to the issue. The charge configuration was attempted to try and resolve this, but the issue remained unresolved.

Manufacturer narrative:
Continuation of d10: product ID 7482a51, serial# (B)(6), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v194124, implanted: (B)(6) 2009, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp repeated that impedances have been increasing for the patient over time and they only have 2 contacts that are good. Hcp stated patient is currently programmed on 1+ 2- with electrode impedance for that pair showing as 3483 ohms but when they run therapy impedance with amplitude at 2.5 ma, there are no results, it's just dashes. Hcp stated for electrode impedances, all monopolar values are out of range and the only pairs with reasonable impedance that are green are 0-1, 1-2 and 2-3. Caller stated that it appears the patient hasn't lost efficacy and the impedances are actually improvedfrom the last visit.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp stated they received out of regulation message on their tablet while interrogating pulse generator listed in original call. Caller stated that ins is fully charged and patient hasn't had any clinical changes. Caller stated the bipolar impedance is around 3200 ohms while the other contacts are around 8k ohms. Caller reported that when initially running therapy impedance, it gave the results as dashes but after re-running it, they received numerical results. Caller provided 7.9 v and 3466 ohms - technical services (tss) believed this to be the therapy impedance values but caller didn't explicitly say.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 7482a51 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2009; explant date brand name activa; product ID 3387s-40 (lot: v194124); product type: 0200-lead; implant date (B)(6) 2009; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a chronic impedance issue with the pulse generator (ipg) implanted in the left chest for right brain stimulation. High impedance was detected in (B)(6) 2024 and again during the last visit in (B)(6) 2024, with therapy impedance recorded at 5015 ohms and no current display. Electrode impedance readings were c1: 4982 ohms, c2: 3573 ohms, c0: 6663 ohms, and c3: 1312 ohms. The therapy impedance was re-tested at 3869 ohms with an amplitude of 9.7, but still showed no current display. High impedance was also observed when the patient moved their head to the right, with no current display. It was noted that no x-ray was performed, but the impedance was gradually increasing. The caller planned to attempt re-programming. The caller also reported the patient had one fall last month.